Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen screen on the insulin pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was done and found flashing/solid white screen. The customer reported the time clock did not advance. The customer also reported the buttons were not responding. The customer also reported a change battery now alarm. No harm requiring medical intervention was reported. The product mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
The pump failed self-test due to absence of vibrate alarm during testing. All buttons function properly. No damage noted to keypad domes. No frozen screen display noted. Time/clock was monitored and no anomalies noted. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No frozen screen display noted during testing. Time/clock anomaly not confirmed during analysis. Failed self-test due to moisture damage at vibration motor. Vibrate anomaly confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.